Event description:
Patient was implanted with ipg device on (B)(6) 2021. On (B)(6) 2022, patient reported potential infection at the implant surgical site. Physician referred patient to her local urgent care. A patient follow-up on (B)(6) 2022 confirmed an (B)(6) infection that is being treated with antibiotics. Patient continues to receive pain relief from her device.